Event description:
It was reported that log files were submitted for review. The event log files captured a power cable disconnect alarm/ low power hazard alarm/no external power alarm on 29oct2023 at 15:15. These alarms were caused by power to the mobile power unit (mpu) being briefly interrupted. It was noted that the mpu had a v-lock connected on the ac power cord. The patient stated that they did not remember the event but had a history of unplugging the ac power cord despite repeated teaching. The ac power cord was not disconnected from the back of the unit. There was no interruption to the pump during these events as the system controller's emergency backup battery (ebb) functioned as intended. The alarms resolved upon reconnection to the mpu. The mpu functioned properly upon examination. The event log files captured routine events. The patient's pump speed was increased to 6300 rotations per minute (rpm) which improved myocardial volume oxygen consumption. The ventricular assist device (vad) functioned as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d3, g1: updated information section d1, brand name: corrected section d4, catalog number: corrected section d4: lot number: corrected section d4, primary UDI number: corrected no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu) was confirmed via the log file analysis. The mpu (serial number: (B)(6)) was not returned for analysis; however, two log files ((B)(4) and (B)(4)) were submitted for review. A review of the submitted log files showed overlapping events spanning approximately 12 days (27oct2023 ¿ 08nov2023 per timestamp). A loss of external power event associated with power cable disconnect and low voltage hazard alarms was active on (B)(6) 2023 from 15:15:33 ¿ 15:15:44. This event appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected by these events. There were no other notable alarms active in the log file. Additional information provided on 13nov2023 stated that the mpu has a v-lock connector on the ac power cord, the cause of the loss of power is unknown, and that the mpu is functioning as intended and therefore will not be returned for evaluation. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.